Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device's blade cutting mechanism would not cut. The hospital did not report any patient complications. Maquet cardiovascular was unable to obtain any information on how the procedure was completed after multiple attempts.

Manufacturer narrative:
Investigation results: the visual inspection of the blade found no non-conformities. Measurements were within product specifications for sharpened edge width and usable blade length. A functional blade test was conducted. When the cutter blade was actuated, it extended and retracted from the hub with no non-conformities found. The reported failure was not confirmed. A lot history record review cannot be performed because the lot number was not provided by the hospital.